Manufacturer narrative:
(B)(4).

Event description:
It was reported that antitachycardia pacing therapy accelerated the rhythm during vt. Programming changes were recommended. Patient condition was good. No further information available.